Event description:
The patient had remote interrogation of device one month ago. "Lead impedance demonstrated wide fluctuation and electrograms (egms) demonstrated 'noise' on the wire. He was admitted to the cardiac short stay unit. His aicd therapy feature was deactivated. The patient was on telemetry and external pads and defibrillator were placed by the bedside." Patient with poor dentition and a dental consult was done for clearance for possible need for treatment prior to surgery. No treatment was necessary. The patient was rescheduled for the procedure, to enable laser extraction of lead by cardio-thoracic surgeon (cts). The patient was discharged home with a life vest. The patient was admitted 10 days later for laser lead extraction and ICD generator change. The procedure was cancelled because patient's fasting glucose fingerstick was extremely elevated (>400). The procedure was rescheduled for today.======================manufacturer response for lead, sprint fidelis (per site reporter)======================device under alert.